Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The battery was not returned with the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. The complaint regarding pump and battery overheating could not be duplicated.

Event description:
It was reported that the pump and battery were warm to the touch. The patient stated that the pump beeped, and, when she took pump out of the pouch, the display was blank and the pump was beeping. She reported that the pump felt warm, she removed the battery, and the battery felt hot. The patient denied moisture or corrosion in the battery compartment. She denied any injury due to the heat of the pump or battery.